Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included gallbladder disorder in (B)(6) 1998 and miscarriage in 1990. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain\severe cramping"), vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-jul-2018: p.f.s. Received:new reporters added. Patient¿s demographics added. Indication updated. New events added: infection (bladder/urinary tract/vaginal), bladder or urinary problems or changes and essure confirmation test(s) conducted: no. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/malposition of essure device location of device-uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included gallbladder disorder in 1998, miscarriage in 1990, polycystic ovary, cholecystectomy, hypertension, diabetes and lung cancer. Previously administered products included for an unreported indication: acetaminophen. Past adverse reactions to the above products included urticaria with acetaminophen. Concurrent conditions included irritable bowel syndrome, gallbladder disorder and low back pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (robotic assisted laparoscopic vaginal hysterectomy.), surgery (robotic assisted laparoscopic vaginal hysterectomy.) And surgery (robotic assisted laparoscopic vaginal hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, dysmenorrhoea and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, irritable bowel syndrome, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2011, ultrasonography of the pelvis was performed by transabdorninal and transvaginal approaches. The uterus measured 9.5 cm in length, 5 cm in width and 5 cm in depth. The endometrium measured 13 mm in thickness. The right ovary measured 2.6 cm and contains small simple cysts, all less than 1 cm. The left ovary is seen in the transabdominal approach only measuring 3.3 cm and contains small simple cysts. There are small cysts in the cervix. Simple cysts in both ovaries. Nabothian cysts in the uterine cervix. (B)(6) 2014, pelvic ultrasound: non visualization of the right ovary.pelvic ultrasound is otherwise unremarkable CT scans colonoscopy also were performed and showed no other source for her pain. Pelvic exam generally unremarkable as his abdominal exam. Osteopathic exam unremarkable. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs +mr received: events dysmenorrhoea, perforation (fallopian tube, perforation (uterus),/malposition of essure device location of device: uterus were added. Concomitant, historical condition, relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain\severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2015, plaintiff undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.